Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient fell in (B)(6) and (B)(6) 2018, couldn't feel stimulation, and had a few accidents. It was reviewed that falls and trauma could cause device to shift or move and change therapy. Patient called in to learn how to use their patient programmer (pp) to check their implant; they'd like to increase stimulation. They had their pp at the time of the call and synced to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so they increased to 1.9v where they reported feeling stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The reason for the patient's call was their spouse was adjusting the patient's implantable neurostimulator (ins) and they wanted to know how to do it themselves. The stimulation issue has since been resolved; they increased stimulation a couple of notches and it is working great now. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who hasn't seen the patient since (B)(6) 2017 so they don't know anything about the reported event. No further patient complications have been reported as a result of this event.